Event description:
Discordant, falsely low sodium (na) results were obtained on two emergency room patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. Patient (B)(4) was redrawn and the new sample was tested on the alternate dimension exl instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the sodium results dropped after changing the standard a solution. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the pump rate, replaced the monopump seal, cleaned the peristaltic pump rollers and replaced the pump tubing. The cse performed alignments and ran quality controls, which were within range. The integrated multisensor technology (imt) was successfully calibrated. The standard a solution was replaced and a patient correlation study was performed, with acceptable results. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.